Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump does not deliver insulin properly. Customer's blood glucose level was not provided at the time of the incident. The customer reported that the insulin pump releases insulin slowly. Troubleshooting was declined and no issues were resolved. The insulin pump will not return for analysis.